Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 29-may-2020. Correction to h6 - conclusions of the initial medwatch. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Additional information for this event is not yet available. Supplemental report(s) will be filed as any information becomes available. The device has been discarded and will not be returned. However, unused devices from the same lot number have been returned on (B)(6) 2020. A device evaluation completed for it using the returned unused devices. The user¿s complaint was not confirmed. The customer returned 110 single use biopsy valves model number maj-210 lot number h9z05 for the evaluation of leaked issue. The user complaint was not confirmed. A visual inspection was performed on the as is received condition of the devices; observed that 80 were received in the original box unopened and 30 were received in a bag unopened. There were no signs of damages on the maj-210 as they were returned unused. A functional test was performed on the maj-210 using a test bf-uc180f scope to connect the single use biopsy valve. A new maj-210 was opened and as per instructions for use (IFU) steps were followed: ¿put the biopsy valve on the suction valve holder or the instrument channel port with its tab near side in the illustrated direction. Push the upper part of the biopsy valve down slantingly onto the suction valve holder or the instrument channel port until the valve snaps into place¿. A test syringe 12 ml was filled with solution and inserted firmly as it was held perpendicular to the valve. When the solution was fed from the syringe, there was no leakage observed from the maj-210. Also as per IFU ¿angled or incomplete insertion may result in leakage of solution from the valve¿. Note ¿at low temperatures, the housing may become stiff and difficult to attach¿ as per IFU. Additionally, another new maj-210 biopsy valve with the same results of being unable to reproduce the leaking. A sample unit with a different lot no, h0201, was also used to replicate the reported issue of leaking. The biopsy valve does not get damaged if handled properly, but it breaks if handled incorrectly. Breakage is likely to happen when an endo-therapy accessory is slanted when inserted into the hole/channel. Forcible insertion would cause a rubber part to tear. There are two probable causes for this issue: syringe is slanted or not completely inserted into the channel. Instrument is slanted when inserted into the channel. It could scratch the rubber parts and forcible insertion could cause it to break. The device history record review was performed and no abnormality was detected. The instructions for use includes the following statements: please make sure a syringe is faced perpendicular to the valve, and deeply inserted, and an endo-therapy accessory should be inserted into the valve as straight as possible. Feeding and aspirating solution with a syringe insert a syringe firmly and hold it perpendicular to the valve. Feed or aspirate solution from the syringe as necessary. Angled or incomplete insertion may result in leakage of solution from the valve. Inserting and withdrawing the endo-therapy accessories insert the endo-therapy accessory into the valve as straight as possible. Angled insertion and withdrawal of the endo-therapy accessory can cause excessive resistance, and the endo-therapy accessory or biopsy valve could be damaged.

Event description:
As reported for this event, during an unknown procedure the valve leaked. There is no reported harm or adverse impact to the patient.